Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for s/n (B)(6) was performed in salesforce which did locate a similar complaint with the same failure mode for this serial number. Case 05788346: va-medstation es - device not detected on bus - clccongaree a review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 04jun2018, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer- reported issue. The report that the device was not detected on bus (rss offline) was confirmed during fse testing and verification of thermal damage was subsequently confirmed during the dchu investigation process. The device was initially evaluated by the fse according to work order (B)(4), the fse reported that there was a failed cubie drawer, and when the fse checked the board at the back no leds were on so proceeded to replace the pyxis bus board. Drawer worked fine in hta, and user successfully accessed the drawer. During dchu visual inspection: pn 151903-01: the pcba exhibited a ruptured component (u300) with black marks, which are indicative of thermal damage. During dchu testing: pn 151903-01: no dchu testing was required due to the observed thermal damage on the ruptured component u300. The device was in use for treatment purposes as intended per 21 cfr. 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus and remote support service shown offline, which located on clccongaree. As per part investigation, it was determined that there was thermal damage observed on the pcba full height cubie pmc board. There were no delay, no adverse events or injuries reported based on this event.